Manufacturer narrative:
Patient information is not available for reporting. Additional product codes for this report include lxh. (B)(4). Device is an instrument and is not implanted or explanted. The complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient underwent a transforaminal posterior atraumatic lumbar (t-pal) procedure on (B)(6) 2016. During insertion of the trial implant(s), the surgeon noted that trial implant was pliable and able to bend manually instead of staying rigid. It was unknown if the issue was the result of a problem with the implant or the introduction instrument. No additional information is available. This report is 1 of 2 for (B)(4)..